Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with right leg pain. The investigator noted the event as mild in intensity. No specific therapy instituted, but pain was better by next office visit in 10/00. The outcome of the event was resolved without treatment. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted possible explanation for the event as nerve root irritation.